Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(4) 2018, that two flexiva ID 200 laser fibers were opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be already broken when the package was opened. A second flexiva ID 200 laser fiber was opened and was also noted to be already broken in the package. The procedure was completed with another flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects as a result of the event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures reportable event of device broke. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 118.5 cm from the top of the connector to the break. The second piece measured approximately 197.1 cm from the break and included the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation on october 11, 2018 that two flexiva ID 200 laser fibers were opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be already broken when the package was opened. A second flexiva ID 200 laser fiber was opened and was also noted to be already broken in the package. The procedure was completed with another flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects as a result of the event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.